Event description:
It was reported to nova biomedical when a consumer was performing a ketone test strips he received a glucose strip prompt on the meter appeared and not a ketone prompt. During the call to customer support, a blood glucose test was performed using another ketone test strip and again the meter displayed "glu" prompt rather than the "ket" prompt. The meter and ketone test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.